Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode. Upon interrogation, the right ventricular lead exhibited noise and an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.